Event description:
It was reported that during a surgical procedure at the user facility, the saw was running without user activation. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device evaluation, corrosion was discovered throughout the internal components of the device, including the motor and the contact pins in the motor, which is a probable cause of the device running without user activation.